Manufacturer narrative:
The investigation determined that a shift in the reference channel was observed and accounts for the change in system behavior. This is a normal part of the system operation and occasionally causes discrepancy between bg and sg values that are consistent with the published accuracy of our system. H6 result code updated to 213. H6 conclusion code updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.